Event description:
Patient's ventilator alarmed, airway pressure increased to 80. The patient's 02 sat dropped, heart rate dropped, and the patient became unresponsive. The patient was then bagged, her 02 sat improved, heart rate increased and she became alert again. The hme was removed from the vent by the respiratory therapist, and no air would pass through the device. One removed (hme).